Event description:
It was reported to us that a patient was operated on in abdominal position. During intraoperative MRI (iomr), the subdermal needles were left in the scalp. Afterwards, a deep burn of 3-4 cm in the scalp was noted parietally left at the site of the needles. The risk of burns from remaining needles during MRI examination was mentioned to be known by the user. They have assessed that the risk of injury could be avoided by using pt / ir needles, as well as the way of placement of the needles. The user reported that it was known to them that the needles are used outside the intended use. The user intended to notify the manufacturer of the incident to highlight in their risk management that the needles have been used outside the intended use to possibly improve the labeling of the device. The user did not report directly to the manufacturer, instead reported to the (B)(6) authority. The (B)(6) authority informed the manufacturer. The needles were in the patient while being in an MRI scanner. Some literature states that pt/ir needles can be used in MRI environment under certain circumstances. The exact conditions are not well-understood. Product itself did not malfunction. We regard this as an incompatibility between the needles and the specific circumstances.

Manufacturer narrative:
It was reported to us that a patient was operated on in abdominal position. During intraoperative MRI (iomr), the subdermal needles were left in the scalp. Afterwards, a deep burn of 3-4 cm in the scalp was noted parietally left at the site of the needles. The risk of burns from remaining needles during MRI examination was mentioned to be known by the user. They have assessed that the risk of injury could be avoided by using pt / ir needles, as well as the way of placement of the needles. The user reported that it was known to them that the needles are used outside the intended use. Incident occured on (B)(6) 2021. Manufacturer became aware of the incident on the 8th of december 2021.